Manufacturer narrative:
The customer's report was observed by a zoll approved service provider during initial testing. However, the device was returned to zoll medical corporation and was put through extensive testing including shock testing, impedance testing, off-current testing, and hla testing without duplicating the report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. Review of the device data logs did show the reported error. However, the error was cleared and did not reoccur. No accessories were returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG fault -501" error message. Complainant indicated that there was no patient involvement in the reported malfunction.